Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. William cook europe initially reported event under manufacturer report # 3002808486-2017-01607. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient allegedly received an implant on (B)(6) 2013 due to pulmonary embolism post mva. Patient is alleging tilt, device is unable to be retrieved. Patient alleges attempted retrieval on (B)(6) 2013.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, device is unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.